Manufacturer narrative:
The device was received for evaluation. During functional testing, "occlusion alarm", was not reproduced. A review of the event history log revealed that the customer reported event date had no events recorded on that date. The last days of customer use were reviewed and revealed multiple "downstream occlusion!" And "upstream occlusion!" Alarms, however the history log cannot be used to determine if the alarms were true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The ultrasonic sensor calibration values were lower than intended, which is a known contributor to false upstream occlusion alarms. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an occlusion. The event occurred upon power up in the emergency room department. There was no patient involvement. No additional information is available.